Event description:
"The arthroplasty was revised for unk reasons. The femoral component and tibial insert were revised. The components were implanted for an unk amount of time. The pt presented with a ucla score of 2 three months prior to revision surgery. Note: medical records and x-rays were not provide to stryker for review.